Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. As per customer the implant loss event might be linked to the patient´s allergy. As the patient did not suffer from any symptoms besides the implant loss this link can´t be fully confirmed. The implant loss event was submitted under 9612468-2024-01003.

Event description:
It was reported that a patient experienced an allergic reaction. Result of blood test was received. The patient is highly reactive to aluminum. Since most ds abutments are made of titanium alloy ti-6al4v (astm f136), which contains 5.5 to 6.5% aluminum, an allergic reaction cannot be excluded.